Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the implantable cardioverter defibrillator was found in backup mode. High voltage therapies were disabled as a result. The device was successfully reset and restored. The patient condition was stable.